Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. The warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex as the mesh had allegedly become infected at the anterior abdominal wall. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. The warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 4 years 7 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, abdominal pain and infection thereby underwent repair with mesh removal. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists infection and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex as the mesh had allegedly become infected at the anterior abdominal wall. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernias and ventral hernia thereby underwent open repair with implant of meshes. Per operative notes, " the ventral hernia sac was identified and reduced. A ventralex mesh (device #1) was introduced into the abdominal wall defect and sutured. The right inguinal hernia sac was identified and reduced back into the internal inguinal ring. The perfix plug (device #2) was then introduced into the hernia defect and sutured. Perfix plug onlay mesh (device #2) was then placed and around the spermatic cord and tacked. A larger left inguinal hernia was then repaired in a similar fashion as to the right. A large perfix plug (device #3) was then introduced into the hernia defect and sutured. Perfix plug onlay (device #3) was then placed into the inguinal canal and tacked." (B)(6) 2015 - patient visited hospital due to periumbilical abdominal pain. (B)(6) 2015 - patient was diagnosed with infection thereby underwent mesh removal and primary repair of the recurrent ventral hernia. Per the operative notes, "the ventralex mesh (device #1) was then identified and excised from the fascia. The hernia sac itself was dissected and removed. A primary repair of the ventral hernia was then performed.¿ attorney alleges that the patient had abscess, adhesions, infection, mesh migration, pain, hernia recurrence, emotional injuries and patient's body was "rejecting" the mesh.